Event description:
The pt presented with bleeding in the throat cavity due to a laceration or embolism. The physician decided to use a glidescope avl video baton to identify the source of the bleeding, but could not do so, stating that the leds were too dim. After approx one minute another glidescope avl was used. They were able to recover the pt, who survived the procedure and was discharged home in good condition. The biomedical technician explained that there was a risk of asphyxiation due to the bleeding, and that the reportedly dim baton light was known to the physician prior to the procedure. Ref MFR number 9615393-2014-00001.